Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during device change, the physician noted that the right atrial (ra) lead had small insulation breach. Hence, the lead was repaired and remains in service. No additional adverse patient effects were reported.